Manufacturer narrative:
This report is submitted on april 19, 2021.

Event description:
Per the clinic, the patient experienced skin irritation, inflammation and skin overgrowth which was treated with steroid injections. The implant remains in-situ.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. This report is submitted on december 14, 2021.